Event description:
It was reported that when the devices were used during an unknown procedure, the devices malfunctioned. Opened another device to complete the case. There was no consequence to patient. No further information is available.